Event description:
It was reported by colombia that during service and evaluation, it was determined that the air pen drive device was difficult to assemble/disassemble, leaked air, would not run, had unintended activation/motion, illegible labeling etch and cracked/damaged housing. It was further determined that the device failed pretest for general condition, markings, check attachment coupling, check function of lock slide for adjustment sleeve, check apd double air hose coupling, check mounting of apd hand switch, check for unintended motion, check handpiece in ¿lock¿ mode, check general function with apd hand switch, check power with power test bench, check speed with tachometer, check for internal leak tightness and check for external leak tightness. It was noted in the service order that the outer casing of the device exhibited a crack or physical damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device had unintended activation/motion, identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.